Event description:
It was reported that while using the c0e01, reusable 11mm duragold cannula that it broke off and pieces of the cannula fell into the pt. Some pieces were recovered but at least two were not. No pt injury or complication was reported.